Event description:
This case report from (B)(6) was derived from medical literature on (B)(6) 2016, article entitled "essure: isn't it time for some reassurance?". It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for hysteroscopic sterilisation. The risk of undergoing additional surgical procedure was (B)(4). One woman required laparoscopy to remove the device from the omentum. Other related cases from the same article: 2016-160758, 2016-160775, 2016-160776, 2016-160778. Follow-up received on 23-aug-2016 (B)(4). Company causality comment: this case report derived from medical literature refers to a female patient who had essure (fallopian tube occlusion insert) inserted and required laparoscopy to remove the device from the omentum. This event, interpreted as device dislocation into abdominal cavity, is listed in the reference safety information for essure. In the present case, limited information was provided. No details regarding the insertion procedure were mentioned. The exact date and mechanism of this dislocation were unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow up information received on 16-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 05-oct-2016 follow-up attempts were done but no answer was received. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-oct-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 752 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report derived from medical literature refers to a female patient who had essure (fallopian tube occlusion insert) inserted and required laparoscopy to remove the device from the omentum. This event, interpreted as device dislocation into abdominal cavity, is listed in the reference safety information for essure. In the present case, limited information was provided. No details regarding the insertion procedure were mentioned. The exact date and mechanism of this dislocation were unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.